Manufacturer narrative:
Device unique identifier (UDI) #: (B)(4). Approximate age of device - 1 year and 3 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016 it was reported that the lvad system produced low speed advisory and yellow wrench alarms when the patient positionally turned onto the right side in bed. The patient reported that the alarms had occurred for the last three nights and only while connected to the power module. The patient remained asymptomatic at the time of the events. The vad coordinator reported that the patient has experienced weight gain in the past year. Log file analysis performed by the manufacturer&#62688;technical services representative confirmed the reported low speed advisory events. The alarms only appeared to be occurring while the vad is connected to the power module. An ungrounded power module patient cable was issued for use while the patient was on power module support. On 09/04/2016, the manufacturer's technical services representatives performed a distal end percutaneous lead (driveline) replacement. No further alarms occurred after the replacement.

Manufacturer narrative:
The report of low speed events was confirmed based on the evaluation of the submitted system controller log file. The information contained in the log file indicated that these events occured only while the system was connected to the power module. Based on the manufacturer's complaint history and similar reported events, these low speed events appeared consistent with a compromised driveline wire. However, the root cause of these events could not be determined. A distal end driveline replacement was performed on (B)(6) 2016 and approximately 20 inches of the external portion/distal end of the driveline was returned for evaluation. The returned portion of the driveline was tested for electrical continuity and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate layers of the driveline were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing and the test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. X-ray images of the internal and external portions of the driveline showed areas of slight breakdown of the braided shielding on the internal portion of the driveline near the driveline exit site; however, the patient remains ongoing on lvad support with no further reported issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.